Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
B3: unknown; no information has been provided to date. G2: additional medwatch mw5178651. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd solis pumps had given an alert for occlusion. The issue had been occurring with both pumps, but the patient had been using the same cassette for each attempt. The patient had then mixed a new cassette of medication, which had resolved the alert. Dose/amount: remodulin mdv (pap) ¿ 41 ng/kg/min. IV remodulin had been administered via cadd solis pump. The product issue had not caused or contributed to patient or clinical injury. The event occurred while in use with a patient.